Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process migration: unable to observe as it is not related to the manufacturing process anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process as per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture baker grade IV. Healthcare professional later reported "patient for possible rupture". Healthcare professional reported absence of implant rupture the implant was intact, implant displacement, patient's concern with hardening of her breast. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b3, b5, b6, d6b, e1, h6

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV." Healthcare professional later reported "possible rupture." Healthcare professional additionally reported absence of rupture, the implant was intact, breast implant displacement, recurrent ptosis, patient's concern with hardening of breast, correction of deformities, implant appeared deformed, scarring of multiple areas, and capsular contracture baker grade iii/IV. Healthcare professional later reported capsular contracture baker grade IV. Patient undergone total capsulectomy. Device has been explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" and "possible rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV, rupture.